Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. Bg values were not provided. Contact alleged elevated and low bg levels were due to control iq issues. Contact did not provide additional information or further specifics regarding the control iq allegation.